Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction/ reaction due to nickel") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("painful cramping/ pain"), menorrhagia ("longer, heavier menstrual periods") and dysgeusia ("metal taste in her mouth"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total da vinci robotic total laparoscopic hysterectomy, left salpingo-oophorectomy in (B)(6) 2009). Essure was removed in (B)(6) 2009. At the time of the report, the allergy to metals, genital haemorrhage, abdominal pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, genital haemorrhage and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including severe allergic reaction/ reaction due to nickel and heavy bleeding (understood as genital haemorrhage). The plaintiff was submitted to a laparoscopic hysterectomy, left salpingo-oophorectomy in (B)(6) 2009 and essure was removed. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Genital hemorrhage may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The product technical analysis concluded, based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severe allergic reaction/ reaction due to nickel'), menorrhagia ('longer, heavier menstrual periods/abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy bleeding') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included type 2 diabetes mellitus, blood pressure high, fibromyalgia and hepatic disease. Concomitant products included escitalopram oxalate (lexapro) since 2009 and hydrocodone bitartrate;paracetamol (lortab) in 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"), 14 days after insertion of essure. In april 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping/ lower abdominal pain"), dysgeusia ("metal taste in her mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In june 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In october 2009, the patient experienced migraine ("migraine") and headache ("headaches"). In november 2009, the patient experienced mood swings ("hormonal changes: mood swings"), night sweats ("hormonal changes: night sweats"), hyperhidrosis ("hormonal changes: hot sweats") and crying ("hormonal changes: crying"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric condition:anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation on (B)(6) 2009 and total da vinci robotic total laparoscopic hysterectomy, unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2009. At the time of the report, the allergy to metals, dysgeusia, mood swings, night sweats, hyperhidrosis, crying, anxiety, dyspareunia, fatigue, weight increased, migraine and headache outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, crying, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet- reporter information, medical history, concomitant medication and events mood swings, night sweats, hot sweats, crying, abnormal bleeding (vaginal), menorrhagia, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal pain, fatigue, weight gain, she did not undergo an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction/ reaction due to nickel") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("painful cramping/ pain"), menorrhagia ("longer, heavier menstrual periods") and dysgeusia ("metal taste in her mouth"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total da vinci robotic total laparoscopic hysterectomy, left salpingo-oophorectomy in (B)(6) 2009). Essure was removed in (B)(6) 2009. At the time of the report, the allergy to metals, genital haemorrhage, abdominal pain, menorrhagia and dysgeusia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysgeusia, genital haemorrhage and menorrhagia to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including severe allergic reaction/ reaction due to nickel and heavy bleeding (understood as genital haemorrhage). The plaintiff was submitted to a laparoscopic hysterectomy, left salpingo-oophorectomy in (B)(6) 2009 and essure was removed. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Genital hemorrhage may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.